Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 2.9d. Retainer ring = clear. Customer returned pump for an alleged unexpected power loss alarm and low battery alert alarm found on (B)(6), 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay peeling, missing display window/cover, stained keypad overlay, cracked retainer ring, cracked case (battery tube), cracked case-corner of belt clip rails, serial label damage (faded), battery tube threads cracked, keypad overlay texture damage, and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range, however, data range is not on or near event date. In further full review of the pump history, no power loss alarm or low battery alert found on or near the event date. In summary, customers alleged unexpected power loss and low battery alert alarms were not confirmed. Pump passed active and sleep current test. Additionally, damaged retainer ring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.